Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease flat is observed, wear abrasion is observed, white particles in shell are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.